Event description:
Information was received indicating the physician was having difficulty with her handheld device. The device was no longer turning on. Upon examination the issue was found to be that the battery was swollen and the battery latch could not be closed, thus preventing the device from turning on. The physician had a tablet available to interrogate and program patient's devices subsequently no patient therapy was affected. The device has not been received to date.

Event description:
The physician's handheld was received without the battery latch or the battery that was reportedly swollen. A call to the company representative indicated that the physician threw out the battery when the device did not function. The latch was reportedly fell off a long time ago. No other specifics were available. Product analysis was performed on the handheld. The handheld was able to be powered once the battery was replaced. The handheld passes all relevant test and did not have impaired functionality. No other relevant information has been received.